Event description:
The customer reported to olympus that part of the hf-resection electrode broke off inside the patient and the doctor was unable to find it, but it showed up on the x-ray in the patient. Additional procedural details were requested but not provided.

Manufacturer narrative:
D1 -brand name - hf-resection electrode, loop, 24 fr., 0.35 wire, 12°, sterile, single use, 12 pcs. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the reported event occurred due to wear and tear. However, the subject device was not returned, and the root cause of the reported event could not be identified with the information received. Olympus will continue to monitor field performance for this device.